Event description:
It was reported the pt experienced a change in stimulation. The pt stated the change occurred being hugged and resulted in stimulation shooting up from her leg to her ribs. Reprogramming was attempted to no avail. X-ray imagery revealed a possible lead migration, noted as just a bit higher than the original implant location. The physician elected to proceed with surgical intervention on (B)(6) 2013, to reposition the existing lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.